Manufacturer narrative:
The technician found the bed exit tape strips were staying closed once weight was removed from the surface. The technician replaced the bed exit strips to repair the bed.

Event description:
Info received indicates the bed exit would set out would not alarm once weight was removed from bed. Bed was not in use.